Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a pressure-regulating balloon (prb) replacement procedure to prevent potential urethral erosion. A smaller balloon was implanted as the surgeon considered it was a better fit for the patient. No erosion was noted during the procedure and no patient complications were reported.